Event description:
The physician reports that the crystalens tore when delivering the lens in the eye using the staar surgical lens injector system. Intervention was performed intraoperatively to remove the damaged lens and suture the incision. A second lens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.